Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered prior to pt infusion. The report documents no pt involvement or adverse events. No add'l info is available.

Manufacturer narrative:
(B)(4). The batch review found no indication of related nonconformance during the MFR of this product. The visual inspection identified a puncture along the edge of the eva material. Functional testing confirmed the reported condition. The root cause remains unk, however, there is no evidence to suggest this puncture was a result of the manufacturing process. Controls are in place to reduce the likelihood of recurrence. Should add'l relevant info become available, a follow-up report will be submitted.